Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for hardware fractured. It was reported that the working tip of the screwdriver got twisted after being under a lot of torque. There was no bad outcome, but the driver will not hold tightly onto a screw anymore and causes the screw to be wobbly. Also the screw extractor was used to explant a broken screw and part of the broken screw sheered off into the extractor and cannot be removed.  Also the screwdriver tip broke off into the head of the screw. The driver/screw were under a lot of torque due to revising an old screw track, and the force caused the screw tip to break off into the tulip head. The surgeon was able to remove the broken tip and it was discarded. Products will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the procedure was a thoracolumbar-pelvic deformity surgery. The product did come into contact with the patient, but there was no harm done to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6:product analysis part # 25100401 lot # ct21e027 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Additional information: d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.